Manufacturer narrative:
(B)(4). Evaluation summary: the rite functional test failed and rite electrical test failed for the ground bond test. The assignable cause for the ground bond failure was determined to be caused by poor connection due to loose door post screw.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. The failed measurement was 0.104ohm with a low limit of 0.001ohm and high limit of 0.100ohm. There was no patient involvement.